Manufacturer narrative:
D2: please note that this device was used in an off-label manner as it was implanted for epilepsy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the caller called in trying to discuss how to approach an od but technical services advised based on the info provided that the patient¿s ins was not likely to be in od. The caller stated that the patient was not able to charge past 25% since implant. The caller stated they spoke with the patient last friday and the patient stated they were charging with 0 coupling boxes. Technical services reviewed that it sounded like the patient¿s ins was too deep or the weight that the patient gained since implant was affecting it. Additional information was also received from the rep regarding a follow up email sent. They stated that the cause of the issue would looked at after an in-home in-service visit. The rep would conduct that visit on (B)(6) 2019. There were no further complications reported.

Manufacturer narrative:
Date of event: event date approximate. Procode/PMA: epilepsy is not an approved indication for the activa rc (model 37612); therefore, this is an off-label use of this device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for epilepsy and movement disorders. It was reported that they have never gotten more than 2 bars of charging and it could take several hours to charge ins to just 25 percent. Potential factors that may have contributed were listed as poor patient education, marginal patient compliance, poor clinician education, or the implant being too deep. The patient had attempted repositioning the recharging system and training videos were sent to the patient. The issue was not resolved at the time of the report. No patient symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient¿s recharging issues resolved after they were in-serviced by the rep. No further complications were anticipated.